Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55*54mm abdominal aortic aneurysm. It was reported that during the index procedure, when deploying the ipsilateral peripheral part on the left side, the left internal iliac artery was confirmed and marked by contrast in advance, but at the time of deployment, it expanded to the peripheral side from the planned position and occluded the left internal iliac artery. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported internal iliac artery occlusion could not be assessed on the films provided. Procedural angiograms showing the deployment of the stent graft were not provided for review of the event. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration and vessel occlusion could not be evaluated. There was no tortuosity of the iliac vessel observed that might have contributed to the event. It is unknown if narrowing and calcification in the distal aorta may have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that it was the main body bifurcate stent graft that occluded the left internal iliac artery, there were no issues encountered during deployment of the main body graft and that the device was not inaccurately delivered. Per the physician, the cause of the event was that the device could not be aligned directly above the iia. It was reported the procedure was completed in 2 parts medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.